Event description:
In a laparoscopic roux-en-y gastric bypass procedure, after an i60 stapler had been used to fire 3 plcr60b reloads, the jaws of the i60 stapler were accidentally opened within a trocar, resulting in some damage to the trocar. Subsequent use of the i60 stapler in firing a 4th reload resulted in malformed staples on the distal end, and a failure of the knife to transect the tissue. The procedure was then completed by use of another device without any adverse effects to the health of the patient.

Manufacturer narrative:
The returned plcr60b reload was evaluated and was found to be damaged: retention posts and pcb fin were damaged; knife was bent; the shuttle stalled after the first two staples. It appears that the reload was partially unseated prior to use when the i60 stapler was accidentally opened within the trocar. This is the root cause of the reported events. (B) (4)